Event description:
Customer reported device = 500 mg/dl in the morning. Customer ate breakfast. Customer felt dizzy and went to the hosp e.r. (ER) 4 hours later. Hosp = 400 mg/dl. Customer was given insulin and an IV of water. No controls were used. A request was made for return product and replacement product was sent.